Event description:
Procedure: gastric bypass. According to the reporter: the stitch fell out of device while in use. Replaced with a new handle. Replaced with a new handle. No injury to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).